Event description:
It was reported that the nursing staff placed the syringe into the port in order to inflate the balloon. While doing so the syringe tip bent and broke off and as a result of the tip being stuck in the port the balloon was unable to be inflated. Therefore, the foley was removed and replaced. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. The product used for treatment purposes did not meet specifications and was affected by the failure. Visual evaluation of the sample noted one opened foley tray within original packaging. It was noted that the tip of the water syringe was broken and was left within the catheter inflation port. No cracks are allowed. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be defective components from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nursing staff placed the syringe into the port in order to inflate the balloon. While doing so the syringe tip bent and broke off and as a result of the tip being stuck in the port the balloon was unable to be inflated. Therefore, the foley was removed and replaced. No medical intervention was reported.